Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier: (B)(6). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due a fracture of the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn marking due to usage, what had the appearance of bone and a fracture at the collar. No pre-existing conditions were noted on the product experience report (per). The reported device was location is #29 and was used for approximately 2 years 5 months. Complainant reported that the implant was removed due a fracture of the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. G4: additional PMA/510(k) number ¿ k013227.

Event description:
No further event information is available at the time of this report.